Manufacturer narrative:
The eval is on-going. A f/u report will initiated after the completion of the eval.

Event description:
Pir-overinfused/pt ok/biomed states: overinfused / pt ok / ICU bed# 16 / occurred (B)(6) 2010 at 5:20pm / started 1:20pm with fentanyl / set 18.8cc/hr / 6:20pm bag empty / more detailed info from nurse: 94cc vs rec'd 2,000 micrograms.